Event description:
During the procedure, the sideport of the sheath detached likely during manipulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported sideport detachment remains unknown.